Manufacturer narrative:
The field service engineer (fse) noted the wash station was out of alignment and corrected the alignment. The fse replaced both mixer paddles and resolved the issue. On (B)(4) 2013, the fse returned and performed pvt #3 reagent probe carryover test. Test results indicated possible carryover from the wash collars and wash/vacuum probe #3. The fse replaced the wash collars and wash/vacuum probe along with reagent probe b. The fse completed assay calibration and precision test; precision and quality control (qc) recovered within range. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported reaction noise (rxn) system errors and suppressed tbil (total bilirubin) results for an unknown number of patients involving the unicel dxc 800 synchron system. The customer stated a beckman coulter field service engineer (fse) had resolved the issue prior but the issue reoccurred. The customer stated one patient sample produced an initial result of 0.0 mg/dl and a reanalyzed result of 0.4 mg/dl on an alternate instrument. The customer stated no erroneous results were released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) failed after patient samples were analyzed. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.